Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that there was a "hole in the hose" of the device discovered during routine inspection. The device was not related to surgery. There were no injuries or medical intervention reported. There was no add'l info provided.